Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed "pacer fault 117", "pacer disabled", "defib disabled" and "defib fault 72" messages. The complainant indicated that there was no pt involvement in the reported malfunction.